Event description:
It was reported that the bed messed up head/foot board motor. The board will not raise or lower.

Manufacturer narrative:
It was reported that the bed messed up head/foot board motor. The board will not raise or lower. Their technician looked at the bed, he stated the plug for the control box was not working. He swapped it with another one and it is now working. Received without the plug that goes into the far-right port on the control box. Customer took the plug from a known good bed, plugged it into the bed received without the plug and the bed works. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.